Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 140 mg/dl. Customer sought medical attention when blood glucose result was 188 mg/dl fasting. Paramedics performed blood glucose test and produced result of 144 mg/dl. Further medical attention not needed and was referred to doctor. Currently not taking medication to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 09/30/2016 and open vial date is not verified. Recall test results performed fasting from meter memory.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 100 to 140mg/dl. Customer sought medical attention when blood glucose result was 188mg/dl fasting. Paramedics performed blood glucose test and produced result of 144mg/dl. Further medical attention not needed and was referred to doctor. Currently not taking medication to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is not verified. Recall test results performed fasting from meter memory: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.